Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from an adult female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. Consumer was (B)(6) at this time. Complaints started 6 months after essure insertion. On an unspecified date the consumer experienced pain in legs, dizziness and tiredness. Problems with daily tasks and relation and/or family problems were reported. A doctor has been contacted. She was diagnosed with excessively high blood pressure and was treated with unspecified medication. At time of this report the consumer had not recovered. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in legs. This event is serious due to reported disability (event led to problems with her daily tasks and relation and/or family problems) and listed in essure reference safety information. Some patients during essure use had complaints like leg pain,however it is not so common to occur with essure's users. In this present case consumer presented pain in legs which led to problems with her daily tasks and relation and family problems. Since limited information was received, event will be considered related. This event influence her daily life including problems with her daily tasks and relation and family problems, therefore was considered a disability. Thus, this case is regarded as incident due to impossibility of further information. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained

Manufacturer narrative:
Follow up 20-oct-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: pain in extremity. The analysis in the global safety database revealed 44 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in legs. This event is serious due to reported disability (event led to problems with her daily tasks and relation and/or family problems) and listed in essure reference safety information. Some patients during essure use had complaints like leg pain,however it is not so common to occur with essure's users. In this present case consumer presented pain in legs which led to problems with her daily tasks and relation and family problems. Since limited information was received, event will be considered related. This event influence her daily life including problems with her daily tasks and relation and family problems, therefore was considered a disability. Thus, this case is regarded as incident due to impossibility of further information. Other non-serious events were reported. According to product technical analysis, since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.